Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing or had noise. Lead fracture was suspected. The lead was capped and the sensing portion of the existing high voltage lead was used for sensing. No patient complications have been reported as a result of this event.